Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The polarity switch and lead warning occurred on (B)(6) 2010.

Event description:
It was reported that the patient's ventricular lead had a polarity change and lead warning. The lead trend showed large variations prior to the polarity switch. The lead remains in use. No patient complications were reported as a result of this event.